Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving an unknown drug via an implantable infusion pump for non-malignant pain. It was reported that the patient's pump had been turned off for a MRI and since then the patient experienced increased pain and "spasm-like, severe seizure activity." The hcp was concerned that the pump was not working properly. No alarms had been heard. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the symptoms were not related to a device issue. The pump was turned back on after the MRI. It was reported that the symptoms had been resolved. The patient's weight was unknown. No further complications were reported.